Event description:
It was reported that during a hysterectomy procedure, the release button would not work. The surgeon manually forced the handles apart the handles. Another linear cutter was opened and the procedure was able to continue.